Manufacturer narrative:
(B)(4). Batch # x9690d. Additional information was requested, and the following was obtained: when I saw that the stapler handle was open and the jaws were only opened ¼ of the way, I asked the scrub tech at the back table to close and open the device. She did and it only opened to that same spot. The surgeon then asked for the device and I asked the surgeon to open and close the device and nothing changed. He said I can¿t do this procedure when the jaws won¿t open and asked for the covidien stapler to proceed. I put on some gloves in the back of the room and tried to open the jaws manually and they would not move. A manufacturing record evaluation was performed for the finished device lot/batch number, x9690d, and no non-conformances were identified. Manufacturing date: 11/13/2022, expiration date: 10/31/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported who was in the case that during a wedge resection procedure that device was loaned, device was inserted into the patient through the hand port. Surgeon had difficulty positioning the stapler and the stapler was removed without firing. Once out of the patient it was noticed that even though the handles were open the jaws were stuck in a three-quarter closed position and would not open. A competitor¿s device was used to continue with the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Date sent: 4/26/2023. D4: batch # 167c27. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech45s device was returned with a partially closed anvil and with a gst45b reload present. The reload was received partially fired 1/10. The position of the knife in the knife slot and a CT scan on the device as it was when returned confirm that the knife was partially advanced, causing the anvil to be partially closed. No damage or missing parts were observed. Upon testing articulation function, the knife was retracted and the anvil fully opened. The device was tested for functionality in the straight position with the returned reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one-piece sled forward and locking the reload. Please reference the instruction for use for more information. The root cause of the event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number 167c27, and no non-conformances were identified.